Manufacturer narrative:
A sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No additional information is expected. (B)(4)

Event description:
A physician reported that during the third surgery of the day, during the sculpt phase, a handpiece and tip overheating occurred due to insufficient irrigation. Occlusion tones were noted during the event for few seconds. The overheating lead to a corneal burn on the main incision. The affected eye was the right eye. The nurse changed the handpiece, the accessories and the needle to finish the surgery. The surgical parameters were not changed. The surgery was completed without any further issue. As result of the event the patient required 3 stitches and there was wound leakage and anterior chamber shallow/collapse. The patient had high irregular astigmatism after surgery due to the sutures applied. The patient was treated postoperatively with the usual topic postoperative antibiotics and antiinflammatories. The surgeon will remove the sutures 2 months after surgery and will regularly check the patient. The following surgical procedures did not have any issue. No additional information is expected.

Manufacturer narrative:
Evaluation summary: a clinical analyst reviewed this file. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. The phaco handpiece was returned for evaluation. No further information was able to be obtained from this customer. As such the cause of the reported event cannot be determined. The product met specifications at the time of release. A visual assessment of the returned sample, which included a fingernail test revealed no nonconformity. The returned handpiece (hp) measured a ground resistance that was found to be with in specifications. The hp was put through a flow test and connected to a calibrated system and burned in for 5 minutes. The temperature was closely monitored and found to be within specifications. A stroke test showed that the returned handpiece was found to meet specifications. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(4) patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause cannot be determined. For the consumable products the lot specific to this event is not known; therefore, lot history and device history record (DHR) reviews are not possible. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. (B)(4).